Event description:
The customer's mother stated that the customer had been experiencing high blood glucose levels for about a month. The mother then stated that the customer was taken to the emergency room for high blood glucose and ketones. No blood glucose reading was reported for the event. The mother and doctor both felt that the insulin pump was not delivering enough insulin and asked to have the insulin pump replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.